Event description:
It was reported that during an unspecified procedure, small dissections occurred. The lesion location is unknown, however, the vessel diameter was 3.0mm. The flextome mr cutting balloon was inflated to 10atms. It is unknown how many inflations took place. The physician then noted "small dissections". An unspecified stent was then deployed in the originally intended location. No patient complications were reported. It was further reported that the physician stated that the "cutting balloon did its job".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the potential batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.